Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h3, h6: a product investigation was conducted. The photo and physical product were returned to depuy synthes for evaluation. The depuy synthes team forwarded the photos and the physical product to the manufacturing site which conducted a visual inspection of the returned photos and the physical product received. A photo of the complaint screw was provided to show the complaint condition. A visual examination of the returned screw found damage to the edge of the screw head that resulted in metal being pushed into the end of one of the cross-slots. Damage was also noted on the inside corners of the cross slot and on the crests of the first two threads below the head in line with the damage noted on the edge of the screw head. A functional test could not be performed as the relevant mating part was not returned for the complaint investigation. Per the complainant's description, it was noted the cross threads size of the screw was incorrect and cannot be adapted to the screwdriver. The features per the product drawing that would impact engagements with the mating driver are the cross-slot size, perpendicularity, and depth. The relevant features to the complaint condition are damaged which prevented accurate measurements to be taken for this investigation. The inspection records for lot 7753p76 were reviewed and no issues were found for the relevant cross slot features or any other feature. Per the DHR, there was no complaint related issues. No manufacturing related issues were observed during the investigation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint is confirmed as the damage may have impacted the ability of the user to insert the driver tip into the screw recess but the investigation found no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: device history record (DHR) review conducted: part# 04.503.406.04c lot # 7753p76 manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 08 sep 2023 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: initial reporter is j&j company representative g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported during the surgery on (B)(6) 2024, it was noted the cross threads size of the screw was incorrect, and cannot be adapted to the screwdriver. Another device was used to complete the surgery. There were no adverse consequences to the patient. No surgical delay. This report is for one matmand scr ø2 self-tap l6 tan 4u I/clip for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.